Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's scs system was explanted due to personal reasons.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain and warmth at the ipg site with stimulation on and off. The patient indicated she had lost weight since the ipg was implanted and the ipg seems to be superficial. The patient also indicated the pain began after she laid on the ipg for an extended period of time. The patient desires to have her scs system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.